Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving prialt at a concentration of 1.0 mcg/ml and a dose of 0.2513 mcg/day via an implanted pump. The indication for use was non-malignant. It was reported the patient complained of the pump pocket being painful on (B)(6) 2015. It was indicated the event was unlikely related to the device or therapy and possibly related to the implant procedure. The entire system was explanted on (B)(6) 2016 and the issue resolved without sequelae the same day.